Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and normal mode diagnostics revealed high impedance (dc dc ¿ 7). It is unknown if system diagnostics were performed. X-rays were provided to the manufacturer but have not been reviewed to date. The patient¿s device was disabled and the patient was referred for surgery. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
X-rays were received and reviewed by manufacturer. The lead connector pin appeared to be fully inserted into the generator header. No obvious lead breaks or sharp bends were observed in the portion of the lead that could be seen. Based on the x-ray images no obvious cause for the high impedance was observed.